Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+ and enlarged left atrium. Two mitraclip xtw were inserted and deployed on the mitral valve. A mitrclip xt (41009a1074) was then inserted under the valve. However, the xt became caught on the anterior leaflet. Troubleshooting was performed, but the clip was unable to be removed from the leaflet, and was therefore deployed, where it was stuck, attached to both leaflets. A fourth clip, a mitraclip ntw (50401a1072) was then prepped per the instructions for use (IFU) on the back table. The clip delivery system (cds) flush port was completely deaired, and the cds red cap was fastened into placed, but the flush port had snapped off. It was noted that the break was a jagged, irregular edged lateral break. Therefore, the clip was not used and was replaced. A mitraclip nt (40823a1021) was then inserted, and grasping was performed. However, mr was unable to be reduced. Therefore, a decision was made to remove the clip and discontinue the procedure. The clip was removed from the patient. No additional clips were implanted, and mr remained at a grade of 4+. There were no device issues with the mitraclip nt. There were no adverse patient effects and no clinically significant delay in the procedure.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information provided, the reported entrapment of device appears to be related to procedural conditions (clip entangled in leaflet during positioning/ it was too high). The reported unchanged mr was a cascading effects of the reported entrapment of device. The reported unexpected medical intervention was a result of case-specific circumstances. Additionally, the reported patient effect of mitral valve regurgitation (mr), as listed in the electronic mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.